Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The angle wires were stretched. Due to damage on the elevator wire, the forceps raising angle did not meet the standard value. The bending section cover adhesive was detached. The scope cover, scope connector, distal end, and acoustic lens had a scratch. The universal cord coating was peeling. Due to clogging of the nozzle, the water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the angulation on the evis exera ii ultrasound gastrovideoscope was low. The issue was detected during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was likely the following: (1): reprocessing could not be performed properly because the nozzle was clogged, and which may have been the reason why there was a foreign material on the forceps elevator. It was undetermined why the nozzle was clogged. Investigation facts: foreign material was found on the forceps elevator. Due to clogging of the nozzle, water removal ability did not meet the standard value. As a result of checking the manufacturing history, the subject device was shipped without abnormality in manufacturing. Complaint history review: there was no similar complaint at the same facility. A similar complaint from another facility was patient identifier (B)(6).

Event description:
Additional information was received from the reporter. The procedure was not impacted.